Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated that the patient had been having trouble charging their implanted neurostimulator 'for at least probably a month.' Caller mentioned that they met with a medtronic representative ( due to seeing that name on the card they got today) at the doctor's office today and the representative checked the equipment and told the caller to call patient services to request a replacement recharger overnighted to them because it was bad. Caller confirmed no visible damage to the recharger or recharger pins, and was not loose/wiggly when plugged into the controller charging port. Caller stated that they can't locate the device with the recharger and when they try to put the recharger on the patient's ins to recharge it, the recharger 'gets real hot.' The issue was not resolved. A request was sent to repair to replace the recharger. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI #:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
97755, sn (B)(6) was returned for product analysis. Analysis found no device found message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.